Event description:
Team member was attempting to administer proquad measles vaccine. Once needle was attached, attempted to express air from syringe and needle seemed occluded and air was unable to be ejected from syringe. Needle discarded and new needle applied with successful administration. No patient harm as this was noted prior to administration.